Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that fluid gas exchange was not being released during vitrectomy surgery. The procedure was completed on the same day by replacing the product with another one. There was patient contact with suspect product, but no information reported about patient impact.